Manufacturer narrative:
Additional suspect device: model: sc-9218, serial: (B)(4).

Event description:
It was reported that the patient underwent an explant of the ipg and lead adaptor due to ineffective therapy. The patient was doing well post-operatively. The explanted devices were discarded at the facility and will not be returned.